Event description:
The customer's father reported via voicemail that there were issues with the amount of insulin left in the reservoir. The caller stated that he had filled the reservoir with 30 units, as he had noticed that there had been no insulin left in the reservoir. Thereafter, the caller observed that there were 4 units of insulin remaining. The caller was advised that the insulin pump would have 11 to 22 units of insulin, and the insulin pump passed the displacement test. The caller did not know the blood glucose reading. The insulin pump would be replaced due to customer dissatisfaction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.